Event description:
Additional information was received from the patient (pt). They reported that they have contacted the doctor who manages their device about the vibrations from the ins. The cause was unknown. It was reported the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had been finding that in the middle of the night, they had been getting vibrations from their ins. The patient stated that they typically didn't feel anything, but since yesterday in the afternoon, they had been feeling the vibration uncomfortably every 4 or 5 hours and lasting maybe 10 seconds. The patient added that they felt the vibration about 5 times yesterday. The agent reviewed general therapy information and the patient stated that they decreased their level of stimulation. The patient would continue to monitor symptoms, and were redirected to healthcare provider if the issue persisted.